Manufacturer narrative:
Additional information was received from the customer indicating that upon arrival to the hospital, the patient was hypotensive with the need of a massive blood transfusion due to a gun shot wound (gsw). It was reported that the level 1 fast flow warmer did not deliver the blood products rapidly as the pressure chambers were noted not to reach an adequate level of pressure. The blood products were then removed from the unit and pressure bags were applied to them. Without the warming of the blood, the patient's temperature dropped from 36.1c to 35c, which is noted to be dangerously low. It was also reported that the lower plastic tubing holder had snapped off when the registered nurse (rn) attempted to load the tubing. The patient's initial resuscitation and index operation were reported to be complicated by the delay in delivery of blood products and the management of the hypothermia. Updated fields: a2, a3, a4, b1, b2, b3.

Event description:
Information was received indicating that during use of a smiths medical level 1® fast-flow fluid warmer accessory was not pressurizing the bags and the blood delivery was delayed. The staff reported that they had propped open the door by putting different objects in the door. It was reported that the patient was in critical condition and later expired.